Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported painful red blisters under the electrodes. The patient reported that they would heal up and then return and that he was using a cream and lotion on the area. During a follow up, the patient reported that he was using a cream given to him by his doctor and that the blisters were improving. There were no allegations of a device malfunction contributing to the irritation.